Event description:
It was reported that a large volume intermate had particulate matter within its bladder. This was found during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. During visual inspection, a white particle measuring approximately 1.49 mm in length was observed floating in the fluid within the reservoir. The particle was within the fluid path. Fourier transform infrared spectroscopy determined the particle to be an acrylic material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem is unknown. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.